Manufacturer narrative:
Product ID 3387s-40, lot# v875336, implanted: 2012 (B)(6); product type lead product ID 3387s-40, lot# v635198, implanted: 2011 (B)(6); product type lead product ID 37092, lot# 286830001, implanted: 2011 (B)(6); product type accessory product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension. (B)(4).

Event description:
It was reported, the patient had a previous infection. It was noted, the incision site was not healing properly after the revision. It was determined it was a staph infection and that they opened the site up and cleaned up the stimulator site.